Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad with intermittently responsive buttons, contamination under the contacts, and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: keypad cover is torn at up button, up/down buttons respond intermittently, battery compartment is cracked at threads, keypad cover was removed and contamination was found under all contacts. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.